Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced loss of consciousness. The right ventricular (rv) lead exhibited rising impedence and oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.